Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened dome switch. No number scrolling anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with the keypad of her insulin pump. The buttons on the keypad were stuck and the numbers were scrolling on the insulin pump. The customer's blood glucose level was 125 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.